Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the batteries on the system were replaced. The issue has since not repeated at the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, after unplugging the imaging system that the viewing station of the imaging system powered down almost immediately. No additional information was provided. There was no patient present when this issue was identified.